Event description:
The customer's parent reported that the customer was experiencing high blood glucose of 455 mg/dl. The customer's parent attempted to perform an infusion set change, but the rewind process could not be completed. The customer's mother stated that the battery had been changed. The customer was stuck in the rewind complete/bolus delivery loop. The customer's parent explained that they were unable to exit the preparing to prime loop and that insulin was squirting out during the manual prime process. While troubleshooting, the customer confirmed that there was not a gap between the piston and reservoir stopper during the prime process. The customer's parent disconnected the call, and no further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.